Manufacturer narrative:
Other, other text: h2: additional information see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involvement when the issue occurred.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's issue was unable to be replicated by analysts. The returned device was found to have no faults. The expulsor was trimmed slightly as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that there was no patient involvement when the issue occurred.

Manufacturer narrative:
H2: additional information see a1, b5 and h6 (patient code).

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy plus pump was over infusing. No patient injury or complications were reported in relation to this event.